Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission revealed, that the patient pacemaker was exhibiting undersensing and p-wave amplitude variation. Programming changes were made. The patient was in stable condition.